Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Device was left implanted.

Event description:
In tha, delta ceramic head and exeter stem were assembled after dislocation of centrax. Revision surgery is not planned at this time. 03/27/2015: additional information provided indicated that during the revision surgery for a previously reported event, the taper of the exeter stem was deformed because it was assembled with metal head with centrax once. The surgeon should have replaced the exeter stem to new one during the surgery. Instead, the delta head was assembled with the deformed exeter taper.

Manufacturer narrative:
An event regarding off label use involving an exeter stem and a ceramic head was reported. Conclusion: the patient had an exeter stem implanted on (B)(6) 2015. The patient subsequently underwent revision surgery on (B)(6) 2015, where the femoral head was exchanged but the stem remained implanted. A new femoral head was assembled directly onto the trunnion of the exeter stem without use of a sleeve. It is noted in the IFU that "an implant must never be reused. While it may appear undamaged, a used implant may have acquired blemishes or latent compromise of its integrity which would reduce its service life." Based on the provided information it has been determined that this event is associated with an off-label application although the implant sheet and operative report are required to confirm the use of the devices without a sleeve. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
In tha, delta ceramic head and exeter stem were assembled after dislocation of centrax. Revision surgery is not planned at this time. On 03/27/2015: additional information provided indicated that during the revision surgery for a previously reported event, the taper of the exeter stem was deformed because it was assembled with metal head with centrax once. The surgeon should have replaced the exeter stem to new one during the surgery. Instead, the delta head was assembled with the deformed exeter taper.